Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 4000mcg/ml for a total dose of 1699.9mcg/day and clonidine 230 mcg/ml for a total dose of 97.74mcg/day via an implantable pump for non-malignant pain. It was reported that pump logs showed a motor stall occurred on (B)(6) 2017 at 13:00 with a motor stall recovery on (B)(6) 2017 at 1 3:09. No symptoms were reported. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated when checking the logs post magnetic resonance imaging (MRI) on (B)(6)2017, it was noted that an additional motor stall occurred on (B)(6)2017. The cause of the pump motor stall was note determined/there was no known reason for the motor stall that could be elicited. The patient's baseline weight was (B)(6) pounds. No action was taken. The outcome of the event resolved without sequelae on (B)(6)2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.